Event description:
The patient who stated that last week she had a skin reaction. The patient stated that the irritation started on (B)(6) s2023. The patient had a doctor¿s appointment. The patient stated she was told by the doctor to remove them for a few days and to apply aloe vera (fresh from plant) the skin was burning and itchy, red with little welts. The patient was changing and moving the electrodes and cover patches every day. The area was clean with soap and water and alcohol wipes. The patient was using the aloe vera to refresh the area. The patient is allergic to iodine, sofran and adhesive. No seasonal allergies, patient does not have sensitive skin. The patient's skin is not irritated now, she is no longer using the cover patches and changing the electrodes daily. No further consequences have been reported. The product was not returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient who stated that last week she had a skin reaction. The patient stated that the irritation started on (B)(6) 2023. The patient had a doctor¿s appointment. The patient stated she was told by the doctor to remove them for a few days and to apply aloe vera (fresh from plant) the skin was burning and itchy, red with little welts. The patient was changing and moving the electrodes and cover patches every day. The area was clean with soap and water and alcohol wipes. The patient was using the aloe vera to refresh the area. The patient is allergic to iodine, sofran and adhesive. No seasonal allergies, patient does not have sensitive skin. The patient's skin is not irritated now, she is no longer using the cover patches and changing the electrodes daily. No further consequences have been reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.